Event description:
It was reported that a catheter issue occurred. Vascular access was obtained using an ipsilateral antegrade approach. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa) below the knee. The opticross 18 imaging catheter was advanced over a non-boston scientific wire for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the wire was entangled with the catheter around the mid sfa. An unsuccessful attempt was made to remove the catheter alone, so the catheter and wire were removed together. The catheter shaft was noted to be twisted, there was damage near the catheter tip, and the guidewire was damaged. It was confirmed by fluoroscopy that nothing remained inside the patient. The procedure was completed and there were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the guidewire was tangled, the imaging window was twisted, and the tip was detached. Functional test showed the guidewire was stuck. Based on the test result and return condition, the as reported codes of guidewire entanglement, catheter twisted, and tip damage can be confirmed.

Event description:
It was reported that a catheter issue occurred. Vascular access was obtained using an ipsilateral antegrade approach. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa) below the knee. The opticross 18 imaging catheter was advanced over a non-boston scientific wire for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the wire was entangled with the catheter around the mid sfa. An unsuccessful attempt was made to remove the catheter alone, so the catheter and wire were removed together. The catheter shaft was noted to be twisted, there was damage near the catheter tip, and the guidewire was damaged. It was confirmed by fluoroscopy that nothing remained inside the patient. The procedure was completed and there were no patient complications. Previously it was reported the procedure was completed, however, it is now reported that due to the chronic total occlusion, a wire could not cross, and the procedure was ended.